Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an acoustic neuroma resection/craniotomy and surgery for wound washout and removal of hardware. The original implantation date was unknown. It is unknown if there was a surgical delay reported. The procedure outcomes were unknown. The patient was doing well after craniotomy/resection and then wound washout and removal of hardware. This complaint involves four (4) devices. This report is for (1) ti matrixneuro straight plate 4 holes. This is report 2 of 3 for (B)(4).